Manufacturer narrative:
H.6. Investigation findings code c21: investigation results pending completion of engineering evaluation and product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was being treated using a frozen elephant trunk using gore® tag® conformable thoracic stent graft with active control (ctag). After deployment to 50%, the physician went to remove the red handle to release the lockwire. The lockwire would not release, and the olive started curling back. The wire pulled free from the handle, so the physician went to the back-up hatch, but was still not able to complete deployment. The device was able to be removed through the open part of the surgery, and another ctag device was used. The procedure was completed successfully.

Manufacturer narrative:
D.4. Primary UDI number corrected. H.6. Type of investigation code b01: engineering evaluation: the gore® tag® conformable thoracic stent graft with active control system device evaluation showed the following: o the stent graft was returned deployed to full diameter. O the lockwire was returned as three pieces. A lockwire segment remained routed through both skives and the olive. A lockwire segment remained routed through the catheter transition extending through the catheter. A lockwire segment was returned in the white handle component, measuring 6cm from the ferrule. The lockwire ferrule was separated from the lockwire connector. The lockwire connector remained on the lockwire handle, but the tip of the connector was broken off and attached to the ferrule. O based on the evaluation, the reported inability to remove the lockwire and the lockwire breaking from the handle was confirmed, and no root cause could be identified. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code there is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event.